Event description:
A pt reported getting very low readings on their meter like 20 mg/dl, 18 mg/dl, 23 mg/dl. They did not have any symptoms. There was no medical intervention or treatment given. They described that the strips had a greenish color on the sample area. The test strips had not been opened for more than four months.